Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead showed noise. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Addition information notes information notes that the right ventricular (rv) lead was capped on (B)(6) 2022 not explanted. Also the rv lead had insulation damage. The device will not be returned. Update to h6 codes and b5.

Event description:
New information notes that the right ventricular (rv) lead was capped on (B)(6) 2022 not explanted. Also the rv lead had insulation damage. The device will not be returned.